Manufacturer narrative:
Results: load wheel casting, headsection.

Event description:
It was reported by service report that the customer alleged that the unit had a broken load wheel casting and the service tech reported the head section was missing. No pt involvement or adverse consequences are reported.